Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. Additional information: device eval by manufacturer?,reason code for no evaluation,if other specify,imdrf annex a,g,b,c,d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a fentanyl syringe 500mcg/50ml, set to infuse at 5mcg/hr, was found empty. It was noted that the pump alarmed earlier than expected and approximately 20-30ml of fluid was noted leaking above the syringe plunger. There was patient involvement. Patient impact unknown.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), g07002 - appropriate term/code not available, c19 - no device problem found, d14 - no problem detected.

Event description:
It was reported that a fentanyl syringe 500mcg/50ml, set to infuse at 5mcg/hr, was found empty. It was noted that the pump alarmed earlier than expected and approximately 20-30ml of fluid was noted leaking above the syringe plunger. There was patient involvement. Patient impact unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a fentanyl syringe 500mcg/50ml, set to infuse at 5mcg/hr, was found empty. It was noted that the pump alarmed earlier than expected and approximately 20-30ml of fluid was noted leaking above the syringe plunger. There was patient involvement. Patient impact unknown.